Event description:
Caller reports back to back comparison of meter to lab while using the inform system with results of 564mg/dl on the meter and 145mg/dl at the lab. Other meter to meter comparison noted; invalid due to a valid meter to lab comparison. Caller reports controls were run and passed. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.